Event description:
Reference number (B)(4). Event occurred in the australia. It was reported that the patient experienced an issue with infusion set on 13-feb-2026 as the tape did not stick and fell off, and patient was unsure of the cause for the product not adhering. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.